Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that upon removal twelve tampons had the string break and the tampon, or pieces of the tampon, remained inside. Consumer attempted to remove them on her own and plans to see her medical provider. She states that her period started earlier than expected and discharge may have contained some pieces of tampon material.